Event description:
It was reported that the patient had trouble in the past where the device would shut off. It was noted that the implantable neurostimulators were three to four inches away from each other and would interfere from being so close. It was further noted that walking by a magnetic detector had an effect.

Event description:
Additional review reported that the patient checked the device with the patient programmer when he was driving and noticed that the device was off. It was noted that this happened ¿quite a bit.¿

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator product ID 7438, serial# (B)(4), product type programmer, patient product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator product ID 748266, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type extension product ID 3387-40, lot# j0343813v, implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type lead product ID 7426, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type implantable neurostimulator product ID 3387-40, lot# j0343813v, implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2006-(B)(6), product type extension product ID 7426, (B)(4).

Manufacturer narrative:
(B)(4).